Event description:
It was reported that intermittent occlusions have been occurring for the past months. The customer's blood glucose level ranged from 90-145 mg/dl. Reportedly, the customer cleared the alarms and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.